Manufacturer narrative:
Occupation: occupation is lay user/patient. This event occurred in (B)(6). The tests strips were requested for investigation. The customer has not returned any product. No information was provided in the complaint that would point to a cause for the result discrepancy. Relevant retention test strips (lot 334500) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the laboratory was 1.9 inr. The result from the meter within 10 minutes was 2.5 inr. The customer's therapeutic range was not provided. There was no allegation that an adverse event occurred. The customer is fine.